Event description:
During device replacement due to normal eri, externalized conductors were observed via fluoroscopy. Electrical performance was normal. Patient was asymptomatic. Plans were made for this lead to be monitored.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
New information notes the lead was explanted due to infection. The physician believes that the source of the infection was the patient's dialysis catheter. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasion was noted at 31.9-32.3cm and 33.6-33.8cm from the distal tip electrode, consistent with lead friction to another device. Externalized conductors due to internal insulation abrasion were noted at 7.0-15.4cm from the distal tip electrode. Internal insulation abrasion was noted at 7.1-8.0cm from the distal tip electode. The etfe coating was intact at all abrasion locations.